Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this pacemaker and right ventricular (rv) lead, difficulty was encountered with inserting the lead into the device header. It was noted that the lead initially went into the header ok, however, there was resistance when the lead reached the seal rings and it required force to push the lead past the seal rings and caused the terminal ring to buckle. The device and lead were successfully implanted and remain in service. No adverse patient effects were reported.